Manufacturer narrative:
Date of event and therapy date are estimated. The investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2019-02944. It was reported that the leads migrated and patient lost therapy. In turn, surgery occurred to explant and replace the leads, which addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.